Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she get air bubbles in the reservoir. The customer stated that it is cold and when she wake up the bubbles are there. The customer was advised to consult with healthcare provider for a different type of insulin that may work better in her environment. Customer was advised to call back if the problem persists.